Manufacturer narrative:
The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed that the soft connector of the set transducer protector square was damaged, which allowed the reported leakage. This component is manufactured and provided by a vantive internal supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the part damage was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming of a prismaflex st100 set, an external fluid leak was observed from the damaged return pressure connector. There was no patient involvement. No additional information is available.